Manufacturer narrative:
The investigation showed that when there is aspiration is ( too) low the vitrectome spits bubbles. However when the aspiration is normal is bubbles are gone. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) there is no information reasonably suggesting that the patient was harmed. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The vitrectoom spits air according to the customer. Sample available. No ill effect to patient reported. All information has been disclosed.